Manufacturer narrative:
Investigation of the event determined the customer was not using the recommended tube adaptor on the sample rack. A reagent issue can be excluded because calibration signals and qc results were within specification. An instrument problem was also very unlikely as the customer was doing the recommended maintenance according to the operator manual and performance tests were within the specification. Also, foam or bubbles on the sample or reagent surface have been excluded as a possible cause. The customer was advised to use the recommended adaptor to prevent further false negative results.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 550 mg/dl and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The user received an erroneous hcg result of 0.750 miu/ml which was reported to the physician as 0.800 miu/ml. The physician questioned the result and asked for repeat testing. The same sample was repeated on (B) (6) 2010 and generated a result of 4692 miu/ml with a data flag. The patient was not adversely affected due to the erroneous result. The hcg reagent lot number was 15548403. The field service representative could not determine a specific cause. He installed a replacement measuring cell in channels 1 and 2 as a preventive measure, performed measuring cell replacement procedure and performed an analyzer performance check operation. To verify the analyzer operation, he calibrated and performed qc operation for all onboard assays with results within specifications.